Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter.at the time of the call to dexcom technical support, the patient reported that she did not experience any injuries and did not report any medical intervention.